Event description:
Attempted to draw a blood specimen and it wouldn't draw. The rn looked at the needleless portion of the syringe and realized it had a broken piece on the tip that was why it would not go into the portion of the arterial line made for a needleless connection. Also feels that the defective portion could have came off in the arterial line and cause the patient harm. Manufacturer response for 3ml syringe ll, (brand not provided) (per site reporter): left a message with product complaints.

Event description:
Attempted to draw a blood specimen and it wouldn't draw. The rn looked at the needleless portion of the syringe and realized it had a broken piece on the tip that was why it would not go into the portion of the arterial line made for a needleless connection. Also feels that the defective portion could have came off in the arterial line and cause the patient harm. The manufacturer evaluated the device and shared that the problem was due to a manufacturing cause. The manufacturer indicates action was taken. Manufacturer response for 3ml syringe ll, (brand not provided) (per site reporter): left a message with product complaints.